Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) wound became infected. The wound was healed at the health clinic, however while the patient was asleep the icm came out. The hospital discarded the device. No further patient complications have been reported as a result of this event.